Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the colon during a laparoscopic radical resection of the right colon, the surgeon was able to press the green button but was not able to squeeze the handle. The device was also difficult to load. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.